Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the solution bags; however, reused the cassette. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During follow up for a reported issue of check lines and bags, product surveillance contacted the home patient (hp) on (B)(6) 2011. The hp had a check heater line alarm that the hp could not clear. The hp went through multiple solution bags without changing the cassette. There was no patient injury or medical intervention reported.